Manufacturer narrative:
(B)(4). Report source, foreign- event occured in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no patient consequence

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and was conform. Investigation results concluded that the reported event was likely due to an handling error. A summary of the investigation will be sent to the complainant to share the results of the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no patient consequence